Manufacturer narrative:
Additional narrative: patient ID/initials, age and weight are unknown. Event date: unknown. This report is for two unknown clickx 3-d heads/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product codes: mnh, mni, kwp, kwq. Implant date: unknown. Adjacent level disc disease requiring revision procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original surgery was performed on unknown date using the click x for a posterior lumber inter-body fusion (plif) construct at l4-l5 disc level. Due to adjacent level disc disease the patient was revised on (B)(6) 2015. Construct was extended to include the l3-l4 disc levels. The surgeon left unknown click x screws from the original construct in place at the l4-l5 disc level. The original two rods and trans-connector were removed and replaced with longer rods and additional screws at the l3-l4 level. During the revision surgery while the surgeon was instrumenting at the l4-l5 disc level, the tip of the screwdriver broke off. When removing the trans-connector between the two rods the surgeon applied pressure to the recess. A fragment was generated and retrieved by the surgeon. Another driver was available in the operating room to complete the procedure. Due to this event no additional time was added and revision surgery was completed successfully with no patient harm; the patient status was reported as good. This report is for two unknown clickx 3-d heads. This is report 5 of 6 for (B)(4).